Event description:
Sling separating at the seam, per provider.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-07423. This is a duplicate report given to regulatory affairs on (B)(4) 2013. The original report, pr (B)(4) issued mfg. Report # 1525712-2013-06640 which was submitted on (B)(4) 2013.

Manufacturer narrative:
Invacare awareness date 7.25.2013. Complaint was not given to regulatory affairs for processing until 8.30.2013.